Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator/end of life. Recent episodes revealed there had been an episode on the day before eol was declared. The episode had manual diverts and diverted events and then a 41j shock with a charge time of 37.9. Apparently the manual diverts were due to magnet application and the magnet was used several times, but it is unknown as to why. Guidant received subsequent information the device displayed an elective replacement indicator (eri), 5 months after the previous report of eri.